Manufacturer narrative:
Pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump was received with minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 4.9 mmol/l at the time of the incident. The customer reported plastic cracks around the reservoir compartment. The customer stated that he went swimming with the pump. The product was returned for analysis.